Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display lens was damaged. The reporter did not indicate if the screen could be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 10/06/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/12/2016 with the following findings: during a visual inspection of the pump, the display lens was observed to be scratched. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked, and the battery cap threads are damaged. Upon power up, the pump emitted a cs 069 call service alarm that could not be cleared. The alarm was recorded in the black box data as a cs 087 failure, indicating failure of the u39 component. (B)(4).